Manufacturer narrative:
Corrected data: d9 (¿returned to manufacturer¿ and ¿date returned to manufacturer¿ were inadvertently omitted from the initial report) this report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the front panel blinking could not be identified. However, it¿s likely the cause is related to dust located inside the scope sensor. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had the front panel blinking and e300 error displayed. The issue occurred during maintenance with no procedure involved. There were no reports of patient harm.